Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended. Tandem technical support reviewed pump data and determined insulin was being delivered based off pump personal profile settings and not based off control iq settings. Customer¿s blood glucose level was 190 mg/dl. Multiple follow up attempts were made to complete troubleshooting, however, a response was not received.